Event description:
It was reported that the insulin pump was not warning the customer when there was a low reservoir and also made strange noises periodically. The blood glucose reading was 137 mg/dl. The customer stated that the noise was not a tick nor a buzz. She noted that the sound was not constant. She added that she intermittently received notice when her reservoir was running low on insulin. Upon troubleshooting, the insulin pump passed the self test. She stated that she had previously dropped the insulin pump and that it broke; she stated that it had been replaced but not by a new insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.